Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) proactively replaced the substrate probe and main pipettor. In addition, the fse performed substrate cap modification. All the replacements were proactive. There were no system issues that could have contributed to the erroneous results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. An elevated initial result of 0.13 ng/ml was obtained but not released from the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.00 and 0.01 ng/ml which were released from the laboratory. There was no patient impact associated with this event. The customer indicated the patient's sample was centrifuged at 3,750 rpm (rotations per minute) for 15 minutes. No sample integrity issues were noted. All of the system parameters were within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.